Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip entrapment. It was reported this was a procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to the procedure being performed in the tricuspid valve. Dense chordae was also noted. The tricuspid leaflets were thin and there was a 4-5mm coaptation gap. An xtw clip was inserted and advanced under the valve. However, the clip became caught in the chordae of the septal leaflets. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the clip was deployed into the chordae and the procedure was discontinued. Tr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) indication for use states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr)". Based on the available information, the reported entrapment of device appears to be due to challenging patient anatomy (dense chordae). The reported off-label use is due to the mitraclip device being used on the tricuspid valve. The poor image resolution is due to procedural conditions (tricuspid valve procedure).the reported unchanged tricuspid regurgitation (tr) and foreign body in patient appear to be cascading events of the entrapment of device. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.